Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, the device worked fine in the beginning, but then 2 hours later an error occurred frequently. The jaws were cleaned often but error occurred upon activation. The device was used for about 4 hours in total and replaced with new one. No patient harm. According to the physician, tissue was likely to be adhered to the jaws much more than usual, and he did not feel any thermal spread when the error occurred.

Manufacturer narrative:
Date of initial report : (B)(6) 2017 date of follow-up report : 2017-07-27 one lf1737 was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product met specification as received. Visual inspection found no defects. The customer reported alarm activation, tissue sticking, and no seal. The reported conditions were not confirmed. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made. The device was activated while pressing the button and with the rotation knob in various positions to detect any problematic activation issues. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. A full thermal effect was visually verified and no tissue sticking was observed during testing of the device. The investigation found the device to function normally and within specifications. The IFU states, keep the instrument jaws clean. Build up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.